Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date for the treatment of pelvic organ prolapse and mesh was used. The patient experienced multiple complications, including erosion, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.